Event description:
It was reported that the pacemaker inappropriately switched to atrial tachy response due to farfield r-wave oversensing while the patient was experiencing a supraventricular tachycardia. Technical services discussed programming options. The pacemaker remains in service.